Event description:
A malfunction alarm, specifically alarm 20, was reported during insulin pumping, preventing the customer from successfully resuming insulin therapy after attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the customer by instructing them on proper procedures and decided to replace the pump. The customer will use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is not interrupted.